Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was notable optivol trends and past rare high impedance alerts on the device. It was confirmed there was loose setscrew. The device was revised. The device and lead remain in use. No patient complications have been reported as a result of this event.